Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that two months postoperatively, the nasal hinge of the lens was displaced anteriorly with striae behind this area in the posterior capsule. The patient's bcva decreased from 20/20 to 20/25. A yag procedure is planned to address this issue. This report refers to the patient's left eye. Additional information has been requested.